Event description:
It was reported by service report that the headend lift stuck high and would not lower. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: headend lift assembly. Conclusion: parts on order for repairs.